Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was seeing the neurostimulator (ins) in the box screen. The rep was just told this in passing by the patient and sent him an image later. The manufacturer's representative thought the patient may have stated that she had an accident and that this happened after that but the rep was not certain. The patient told the rep that she was still able to feel stimulation but cannot adjust it. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient. The main component of the system. Other relevant device(s) are: product ID: 37754, serial/lot #: (B)(4); product ID: 37746, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that the patient had a car accident hitting a deer when the device began to show the message on the screen. It was also reported that a simple interrogation by the clinician programmer resolved the problem. The rep noted that there was no patient injury or other concern, and the patient was satisfied with the settings and pain relief. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.